Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/10/2019 that on (B)(6) 2018 the receiver display screen became frozen. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The allegation was not confirmed. The root cause could not be determined.